Event description:
It was reported the patient had increased pain. The physician attempted to access the catheter access port (cap) to perform a contrast study but was unable to aspirate any fluid. The device system was used to deliver hydromorphone, bupivacaine, and baclofen. On (B)(6) 2012, it was reported the patient was changed to oral medications. The patient was switched to morphine oral (msir), baclofen, and morphine sulfate controlled-release (mscontin). On (B)(6) 2012, it was reported the event was a catheter related complication; no additional information was given. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).